Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. Additional information from the field indicated that the stylet was advanced into the lead and it perforated the lumen. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead body damage allegation (stylet was advanced into the lead and it perforated the lumen) was confirmed based on the observation of the returned stylet inserted halfway inside lead, having escaped the lumen. However, the stylet stayed inside the lead and did not punctured through the insulation. The prolonged surgery allegation was addressed with the same as-analyzed coding as the lead body damage issue.